Event description:
Patient undergoing mediport revision in interventional radiology. During the procedure when inserting the amplatz microwire snare, it was noted that the radiopaque marker at the tip of the wire was no longer seen by fluoroscopy. The wire tip was identified in the right atrium then right ventricle and will likely lodge in the patient's lung.======================manufacturer response for goose neck snare, 6.0 fr snare catheter 120cm x 25cm x 102cm (per site reporter).======================not known at this time.